Manufacturer narrative:
The device was returned for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that after insertion into the patient's left eye the doctor noticed that the trailing haptic was cracked. The incision was enlarged to remove the lens. No information was provided regarding the type of inserter used during the event.